Manufacturer narrative:
(B)(4). The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific received information that this right atrial lead was replaced due to dislodgement. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. The explant and event dates provided do not make sense so they were left off of this report.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut at approx. 7 cm distal to the is-1 connector pin into 2 segments. Both fragments were received for analysis. It is reasonable to assume that the lead was cut during the explantation procedure. The returned lead fragments were visually and electrically analyzed. The visual inspection revealed further cuts in the insulation and deformations of the outer conductor coil which occurred most likely during the surgery. Blood penetrated the lead. During the electrical analysis, the dc resistances of the received conductor fragments were measured. No peculiarities were found. Further analysis of the returned lead fragment did not reveal any irregularity that might have contributed to the reported dislodgement. The analysis of the available fragments did not reveal any sign of a material or manufacturing problem.